Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) due to an out of range pacing impedance measurement of 2045 ohms. It was noted the pacing impedance measured 1460 ohms a year ago. Technical services (ts) confirmed there was variability in impedance trend with a slight gradual rise. Also, ts confirmed there were no big jumps in impedance or noisy signals observed. Ts recommended evaluating the patient in clinic with isometrics and pocket manipulation. Ts also recommended reprogramming options. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.